Manufacturer narrative:
This report was previously submitted under medwatch 2648920-2015-00382. (B)(4). No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. This device is used for treatment. Review of the operative notes dated confirms that the patient underwent right total hip arthroplasty due to a fracture of the femoral stem. Trial components were placed and the stability was satisfactory. The trial components were removed and final components were implanted. The notes give no indication of a root cause for the infection experienced. It was reported that during the patient's 8 month follow up his hip appears to be doing well and the antibiotic treatments cleared up the infection. Product history search cannot be completed and compatibility cannot be checked since the part and lot numbers are unknown. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that a few weeks following a revision surgery, the patient is experiencing sepsis and pneumonia. The patient was given a course of antibiotic treatments which he reports cleared up the infection.